Event description:
Complainant alleged that while attempting to defibrillate a critically ill patient with electrodes, the device would not discharge. Complainant indicated that the patient subsequently expired.